Manufacturer narrative:
At this time, the suspect component of device has not been return for investigation. Based on the log files, root cause was determined as o2 sensor long-life early depleted. Log file shows that the machine only passed a one-point calibration of the long-life o2 sensor. It is visible in the logs that a two-point calibration of the long-life o2 sensor failed several times on (B)(6) 2019 and (B)(6) 2019 due to a too high temperature drift. The customer is advised to send back the old o2 sensor for analysing. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported a mismatch between delivered and measured fio2 alarm while connected on a patient. At this time, there was no patient harm reported associated with the event.

Manufacturer narrative:
Corrected manufacturer address. Updated date device returned to manufacturer. Updated method, results and conclusion codes. The device was returned for investigation and vyaire medical verified that the long life oxygen sensor have depleted early and that the two point calibration is always failing due to a too high temperature drift. Therefore, root cause was determined as oxygen sensor long-life early depleted. A new o2 sensor replacement under warranty was shipped and received by the customer.